Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient required use of a low flow controller. Frequent low flow alarms were noted which were likely related to recovery of left ventricular function and on going right ventricular dysfunction. Right ventricular assist device has been temporarily weaned. Patient will be switched to low flow controller with aim to decannulate right ventricular assist device by on of the week.

Event description:
It was reported that the patient right heart dysfunction was identified prior to implant. The patient is still admitted and treatment is ongoing, but the low flow alarms have resolved. It is unclear what exactly stopped the alarms as his admission is still ongoing but he had a temporary right ventricular assist device (rvad) which was removed. The patient is very deconditioned but improving slowly. It was noted that the patient might get a percutaneous endoscopic gastrostomy (peg) tube and that they have a trach already. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. Additionally, a specific cause for the alarms, and a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account communicated that the patient was having frequent low flow alarms which were likely related to some recovery of the left ventricle and ongoing right ventricle dysfunction, particularly after temporary rvad weaning. There were no adverse patient consequences associated with this event. The patient was provided with a controller with updated low flow software that had previously been purchased for a different patient that no longer needed it. Additional information indicated that the patient¿s right heart dysfunction was identified prior to lvad implant. The patient is reportedly still admitted but the low flow alarms have resolved. It is unclear what caused the low flow alarms. The patient is very deconditioned but is improving slowly. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.